Event description:
Reporter stated that a sterile lancet separated from its plastic base became lodged in patient's finger. Patient reportedly phoned a neighbor, who is a nurse, for assistance. Reporter stated that nurse advised patient to wash his hands and then used tweezers to remove the lancet from the patient's finger. No additional treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.